Manufacturer narrative:
Evaluation of the returned velocity revealed fractures on the proximal shaft. This damage was likely the reported stretch. If the device is manipulated against resistance or is otherwise mishandled at extreme angles during use, damage such as kinks and subsequent fractures may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a penumbra system ace 68 reperfusion catheter (ace68), a stent retriever, and a guidewire. During the procedure, the velocity was advanced with the guidewire to the target location. After using the stent retriever, it was removed in tandem with the velocity. Upon removal, the physician noticed the velocity was stretched; therefore, the velocity was no longer used in the procedure. The procedure was completed using the same ace68 and the same stent retriever. There was no report of an adverse effect to the patient.